Event description:
Additional information received indicates surgery took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was unable to place their scs system into MRI mode, each time the patient experienced uncomfortable stimulation while setting the system into MRI mode. Diagnostic testing was performed, and impedances were in normal range and the x-rays were non-conclusive. Follow-up information indicated that the patient may undergo surgical intervention at a later date to address the issue.